Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected alarms noted during testing however, the downloaded history files confirmed software error detected alarm due to a hardware error, fault isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed software error detected. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.